Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post an atrio-ventricular node ablation procedure, the patient developed congestive heart failure (chf). It was noted that the vvi pacing of the leadless implantable pulse generator (ipg) contributed to the chf. The ipg was turned off and the patient was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No further patient complications have been reported as a result of this event.